Event description:
Additional information received from the patient. The patient noted that they weighed 141 pounds (where in a previous letter they noted they weighed 145 pounds). They reported that their stimulator went too strong and they turned it off to make it stop. The patient went to see their kids over the holidays and turned it on and only group e worked. They later were back on group b. They noted that they thought having their programmer in their pocket contributed to the controller "going crazy" and they turned the ins off but they noted that it'd been "all ok" since then. They now carried the programmer in a loose pocket to avoid those issues. They thought that their issues had been resolved- group b had not gone off since. No further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for failed back surgery syndrome and spinal pain. Patient reported that patient usually has the ins set on group b to cover pain in her lower back. Patient reports that the reason for the call was because the patient programmer seems to have gone crazy because last thursday the stimulation went up way too high at 10.0. Patient stated that she has the patient programmer in her pocket when the stimulation went up too high. Patient reports that because the stimulation went up too quick the only thing she could do was turn the stimulation off. Patient reports that the patient programmer simply quit soon after. Patient stated that the only thing she able to set on the programmer was "e" but she thought "e" was an error. Patient states that she did not have any reading, but she was hurting. Patient noticed that she does not hurt when she is sitting and only hurts when she gets up and tries to walk. Communication with ins it shows stimulation off. Patient mentioned getting poor communication during the call but was able to resolve the poor communication by readjusting the antenna. Patient said group b always works and they would like to get back to group b. Patient stated that e showed 0.0 v and mentioned group e goes up to 550. Patient stated that she is not getting any pain coverage on group e. Reviewed how to change to group b. Patient was able to switch to group b and decreased stimulation to 1.9 v from 9.30v. Patient reported that she sat down yesterday to charge the ins to full but now the ins is half charged. Patient turned the stimulation on and increased stimulation on group b. Patient noted she typically has group b in the "880". Patient reported initially feeling stimulation in her leg, above her knee, but after increasing the stimulation further, the patient reported feeling stimulation comfortably in her lower back. Patient noted that she usually has it at 650 before going to bed, and will turn her ins while she sleeps because she doesn't need it. Patient increased all the way to 630. Patient stated that she needs to continue to increase the stimulation for her settings. It was reviewed that patient can consider following up with hcp to discuss issue if need be.

Manufacturer narrative:
Product ID 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that stimulation in their pocket with group b went to 10.50 and was unbearable. The patient turned it off and then b was gone. The only one that worked was e and the patient used it for the weekend. The patient went back to group b after it was adjusted and it worked. It was noted that the patient needed a better way to carry their programmer because they were putting it in their pocket. The patient had to turn it off and did not want to turn it up very high. The patient usually waiting up to 3-4 hours before they take it off. The patient believed that the issue resolved and that most of the time it was on their back all day. No further complications were reported.